Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2003: patient presented with presented with pre operative diagnosis of l4-5 traumatic diskogenic back pain and gill laminectomy, l4 bilateral, laminectomy, l5 and partial l4, posterior lumbar vertebrectomy, l4-5, posterior lumbar interbody arthrodesis with hydrosorb and bone morphogenic protein, l4-5, segmental pedicle screw instrumentation, l4-5. Posterolateral transverse process arthrodesis with bone autograft and bone morphogenic protein, l4-5 bilateral. Per operative report: ¿¿segmental pedicle screws were inserted at l4 and l5, 40-mm screws at l4 and 35-mm screws at l5, 5.5 mm diameter screws inserted. Bars were fitted, locked and torqued to appropriate torques. Posterolateral transverse processes were decorticated and bone morphogenic protein and local bone autograft wrapped in a burrito fashion were placed in the posterolateral gutters for fusion. The patient was awakened and extubated and taken to recovery room in stable condition. There were no complications.¿ on an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.